Event description:
It was reported that patient presented for a device changeout procedure. Upon review, the right ventricle lead exhibited high capture threshold. The right ventricle lead was capped and replaced on (B)(6) 2022. No patient consequences.